Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted before the expected length of time. Boston scientific technical services (ts) noted the device was in mode vvir, right ventricular (rv) lead and left ventricular (lv) lead outputs were within normal limits and only 2 shocks were delivered during the 9 years of use. The crt-d was explanted and a new device implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted before the expected length of time. Boston scientific technical services (ts) noted the device was in mode vvir, right ventricular (rv) lead and left ventricular (lv) lead outputs were within normal limits and only 2 shocks were delivered during the 9 years of use. The crt-d was explanted and a new device implanted. No additional adverse patient effects were reported.